Manufacturer narrative:
(B)(4). Device lot number, device expiration date, device evaluated by MFR., eval summary attached, device manufactured date, method codes, result codes, conclusion codes updated. Device evaluated by MFR: (B)(4) us, mr 2.50x12mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along catheter shaft. A visual and tactile examination found midshaft kink 5mm proximal of port entry point. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left internal mammary artery (lima) extending to the left anterior descending (lad) artery. A 2.50x12mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent bent about 22cm at the junction. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left internal mammary artery (lima) extending to the left anterior descending (lad) artery. A 2.50x12mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent bent about 22cm at the junction. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.